Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is hospitalized because she is having a major knee surgery. Customer stated that she had unexplained high blood glucose of over 300mg/dl and is going to be treated in the hospital. Nothing further was reported.